Manufacturer narrative:
The reported field event of post paced t-wave oversensing event was confirmed by call records; device was found to be normal. The device was at eri upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post paced twos was noted during interrogation prior to routine generator change. The device was explanted and replaced without complications. The patient is stable.